Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a closurefast catheter for treatment. IFU was followed, tumescent infiltration and hand compressions were used. The patient was under local anesthesia. Lumen was flushed prior to use. It was reported that upon removal from the patient, post treatment, the heating coil appeared burnt and seemed to be unravelling. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the closurefast catheter was returned within its shelf box, inner label pouch and transportation tray. The closurefast catheter was returned an introducer being attached to the coil section of the catheter. A damage was observed on the catheter heating element/coil. The introducer was removed, and the catheter was examined. Visual inspection of the catheter heating revealed a bent/kink. Visual inspection under magnification reveal red blood material over the fep material. The fep on the coil was deformed and had a red dried material embedded the fep. The deformation to the fep is consistent with what can occur when uneven or lack of compression is applied during activation. The red dried material discovered within the fep give the appearance of a burn, however the material discovered is likely dried blood. The coil was not exposed. If information is provided in the future, a supplemental report will be issued.